Event description:
According to medical records received from by the initial reporter from the physician in charge, the pt was brought to the hosp with respiratory distress symptoms and soon after went into respiratory arrest. The disc of an artificial heart valve was found around the thoracic aorta. A diagnosis of acute left cardiac failure due to the breakage of the artificial heart valve was made. The pt went into cardiac arrest; cardiac compression was provided, and the pt was moved to the operating room. Assisted circulation was started and the broken artifical heart valve was removed and replaced. After completing intracardiac manipulation, the heart beat resumed. Although assisted circulation was given for a while, the heart beat gradually weakened, and the pt could not be withdrawn from the artifical heart and lung machine and subsequently died.